Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a notification during the load sequence. Customer could not recall the message received. The cartridge was successfully loaded onto the pump to address the issue. Customer's blood glucose level was 178 mg/dl.